Event description:
The pump was returned for investigation. Investigation revealed that a component on the printed circuit board had failed. There was no adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(4) 2014.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 04/24/2014 with the following findings: during investigation, the black box was reviewed and showed two call service alarms. A call service alarm occurred immediately during start up. The pump was opened and testing revealed the pump had low voltage. Evaluation revealed a component on the printed circuit board had failed. The component was replaced on the pcb; the pump was powered up with no further alarms. (B)(6).